Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected pause episodes due to undersensing. It was further reported that the device detected "extra pwaves" due to high sensitivity and increased gain settings. The device remains in use. No patient complications have been reported as a result of this event.